Manufacturer narrative:
The correct PMA # is 130016; not 970051 as previously reported. This report is filed july 06, 2016.

Manufacturer narrative:
This report is filed, march 2, 2016.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016; during the same surgery, the patient was re-implanted with another manufacturer's device.